Manufacturer narrative:
Patient information not available for reporting. Date of infection is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient suffered a compound tibia injury, which was treated with expert tibia nail and local soft tissue flap to cover the defect on (B)(6) 2017. The soft tissue flap did not survive and the defect became infected. Treatment plan was for below knee amputation. The expert tibia nail was removed and the distal tibia and foot was amputated on (B)(6) 2017. Nail and screws were intact when removed. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
DHR review was completed. Review for sterile procedure: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 10.sep.2015 expiry date: 01.sep.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review for non-sterile procedure: manufacturing location: (B)(4). Release to warehouse date: 10.aug.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.